Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead has increasing high variable thresholds. The lead was found to have oversensing with high sensing integrity counter (sic) episodes. The lead has diminished r-wave sensing. The physician continues to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.